Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), hypoaesthesia ("all over body numbness"), rash generalised ("all over body rashes"), back pain ("back pain"), abdominal pain lower ("cramping"), disturbance in attention ("inability to focus") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, hypoaesthesia, rash generalised, back pain, abdominal pain lower, disturbance in attention and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, back pain, depression, disturbance in attention, genital haemorrhage, hypoaesthesia, pelvic pain and rash generalised to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), hypoaesthesia ("all over body numbness"), rash generalised ("all over body rashes"), back pain ("back pain"), abdominal pain lower ("cramping"), disturbance in attention ("inability to focus") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, hypoaesthesia, rash generalised, back pain, abdominal pain lower, disturbance in attention and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, back pain, depression, disturbance in attention, genital haemorrhage, hypoaesthesia, pelvic pain and rash generalised to be related to essure.